Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rotation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with unspecified mentor textured gel breast prostheses that rotated post implantation. The bilateral rotation was diagnosed via a physical consultation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2020 this medwatch report is for the 1st of the patient¿s two breast prostheses.